Event description:
A report of discomfort at the ipg pocket site was received. The physician relocated the pocket site to the pt's abdomen. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.